Event description:
A user facility reports that, during intraocular lens (iol) implant surgery, a vitreous leak occurred upon insertion of the iol. In a follow-up the surgeon reports the device did not cause or contribute to the vitreous leak.

Manufacturer narrative:
The product was not returned inside the carton for evaluation. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/21/2008, 08/28/2008, and 09/03/2008 by phone, fax and mail. The surgeon is unwilling to complete the questionnaire.